Event description:
It was reported via repair work order that the cot had a loss of structural support due to a broken outer base tube weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.